Manufacturer narrative:
The customers meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.9 - 4.5 inr): vial: 00250790, qc 1: 3.5 inr, qc 2: 3.4 inr, qc 3: 3.4 inr. Vial: 00250636, qc 1: 3.4 inr, qc 2: 3.5 inr, qc 3: 3.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The 7.0inr result alleged by the customer was observed in the meter¿s patient result memory on (B)(6) 2019 as alleged by the customer. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Relevant retention test strips (lot 378399) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the stago reagent. The meter result was 7.0 inr and within 7 hours the laboratory result was 4.4 inr. The laboratory result was believed to be correct. The patients therapeutic range is 2.0-3.0 inr.